Event description:
As originally reported, "suture wing came off catheter while patient was being moved at the bedside. Catheter fell out of the body at the bedside. Hematoma formed and patient was then taken to ir suite where another vaxcel dialysis catheter was implanted." Follow-up conversation with chief technician, indicated that the catheter is not believed to have been defective; moving the patient dislodged the catheter on the bed. The hematoma was described as a "venous hematoma," which was not serious and did not endanger the patient. The used device has been returned for evaluation.

Manufacturer narrative:
As no lot number was provided by the customer, a shipping history was generated to determine the last 3 lots of this device shipped to this hospital. The device history records obtained through this process were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Although the catheter used in the reported event has been returned, the device analysis has not yet been completed. Upon the completion of this investigation, a follow-up medwatch will be submitted.